Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the hospital for several hours due to a low blood glucose. The customer stated that he was treating his high glucose and took too much insulin. The customer also reported that the battery cap had popped off, and it did not charge the transmitter. No further info was provided.